Event description:
It was reported that a patient is experiencing severe erectile dysfunction due to the ambicor penile prosthesis(app) not inflating when compressing the insufflator. The patient is maintaining adequate diuresis without any fever or allergy complaints and there are no signs extrusion. A patient outcome of stable was reported.